Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2013, follow-up angiogram revealed a distal type I endoleak on the right (contralateral) side. The physician indicated the endoleak was caused by disease progression from the original aortic aneurysm into the right common iliac artery. On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat the type I endoleak. An angiographic run revealed the endoleak reduced, but was still present. The physician coiled the right hypogastric artery, and then covered the area by extending the stent-graft system with an additional contralateral leg component and an iliac extender component. A final angiographic run revealed the distal type I endoleak was resolved; however, a possible type ii endoleak originated from a lumbar artery was seen. The procedure ended, and patient tolerated the procedure. The physician will re-examine the possible type ii endoleak upon patient follow-up.

Manufacturer narrative:
Additional excluder components included in this report: pxt311417/ 6720855; pxc201400/ 10367838l; pxc141400/ 10810544; pxl161407/ 1017151. Results - results pending completion of manufacturing evaluation.